Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not allow a therapy cable to be connected to it. There seems to be a broken pin inside the therapy connector. As a result, defibrillation therapy may be unavailable, if it was needed.

Manufacturer narrative:
Section g5 of the initial medwatch report indicates: combination product is blank. Section g5 of the initial medwatch report should indicate: combination product is no.

Event description:
The customer contacted physio-control to report that their device will not allow a therapy cable to be connected to it. There seems to be a broken pin inside the therapy connector. As a result, defibrillation therapy may be unavailable, if it was needed.